Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 99% stenosed lesion was located in the severely calcified and severely tortuous mid left anterior descending artery. The 3.25x8mm quantum maverick monorail balloon ruptured at 12 atmospheres. The number of inflations and to what atmospheres is unk. The balloon was removed intact. The procedure was completed with a different device. The patient status is good with no complications reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.